Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during evaluation, the device powered on to a blank screen. The device was opened and the display screen was cracked. A test display was installed and was operational. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.